Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown. Twelve days after the event onset, the cefazolin and the fortum were discontinued and the patient recovered that same day. The following day the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with cefazolin (one gram, every day, route and duration not reported) and fortum (intraperitoneal, one gram, every day, duration not reported). At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.